Event description:
The physician attempted an interventional arteriotomy closure with a prostar xl 10 fr. Device following a dca. When deploying the device, only two needles presented inside the barrel. The two needles were pulled out by a clamp. Fluoroscopy was not done. Needle backdown was attempted after the two needles were removed and was unsuccessful. The device was removed in surgery. There was no further pt incident. The dr conceded that he had not followed the procedure as noted in IFU. The distributor's sales rep discussed the documented methods of trouble-shooting.